Event description:
The customer reported that the system would not perform fluoroscopy during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the fluoro function printed circuit board. The system was tested and found to be working as intended and put back into service.